Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer states that the brake over extends on the right side, which causes the brake to unlock.